Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal ain. It was reported that the patient¿s implantable neurostimulator (ins) was not holding a charge as long, they normally charged every week to a week and a half but is now charging at least every week. The patient requested assistance with the ins recharger (insr) to check recharge interval and programming. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.